Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus would not work correctly due to and x-y board related problem. It was also noted that the cord bay latches, lower bullets and media door latch were broken. The company logo button was missing. There was a cut in the cable of the radiofrequency(rf) head cable but the rf head was functional. The anti slip layer of the rf head was worn. There was damage to the right side of the front bezel but this was considered acceptable. Errors were found in the software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.